Event description:
The customer contacted physio-control to report that their device had experienced an unexpected shutdown. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The electronic records were downloaded and the reported issue could not be verified in a review of these records. There were however indications that the device had unexpectedly lost power on other dates. Further evaluation determined that the cause of the unexpected loss of power was due to worn battery pins, which increased the impedance in the circuit. After replacing the battery pins and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had experienced an unexpected shutdown. There was no patient use associated with the reported event.